Event description:
The stapler was used once and articulated at an angle. However we were unable to straighten the stapler to bring it out of the port that was in the patient. We were forced to remove the entire port with the stapler stuck in it and replaced with a new port. No harm to patient but there was a ten minute delay in the case. Manufacturer response for ethicon stapler, ethicon stapler (per site reporter): rep is aware and will continue to work with the surgeons.